Event description:
Customer reported intermittent poor image quality. No patient injury was reported.

Manufacturer narrative:
The ge representative evaluated the system and adjusted the sharpness and histo points, and instructed customer on how to set system settings. System operates as intended.